Manufacturer narrative:
(B)(4). Reporting source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a white polyurethane in the sterilization packaging tray was damaged. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI- (B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned cavity identified that the white foam padding was damaged. DHR was reviewed and no discrepancies were found. Review of complaints history search identified no other complaints reported for the same lot. The likely condition of the product when it left zimmer biomet was conforming to specification. The root cause of the reported event is likely to be due to transit damage causing the foam to shed. A corrective and preventative action investigation into this issue determined that the damaged sterile packaging and debris in packaging that was determined to be from the foam. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.